Event description:
It was reported that during a lap low anterior resection, some staples were unformed at the 2nd firing when it was used on the rectum. The target tissue was not piled up and was not clamped with very proximal part of the jaws. However, the site was super low. This was found when the circular stapling device was inserted. First, additional suture was performed. Then, the circular stapling device was used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the 6tb45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired.the device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.